Manufacturer narrative:
The device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the reported clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately eight (8) years and eleven (11) months, was explanted due critical aortic stenosis. During operation, calcification of aortic valve was identified. The explanted device was replaced with a pericardial valve. Patient was taken off bypass without difficulty and was reported as hemodynamically stable.

Manufacturer narrative:
The device was returned to edwards for analysis. Customer report of stenosis and calcification was confirmed via visual examination and x-ray. Heavy calcification was observed in the cusp areas of all three leaflets and the free margin of leaflets 2 and 3 exhibited minimal to moderate calcification. Additional findings include heavy host tissue overgrowth that encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 9mm. Incidental findings related to the explants include hematoma, observed on leaflet 3, as well as wireform distortion at the commissure. A root cause for the reported event could not be definitively determined.